Event description:
It was reported to ge that the patient showed signs of radiation injury following a 4-hour fluoro procedure. Apparently, the patient had an area of reddened skin on his back. The equipment operated as intended. The site has requested modification of the system operation for this procedure.